Manufacturer narrative:
Correction to b5 and h6.

Event description:
It was reported the patient's blood glucose level rose to greater than 24 mmol/l (432 mg/dl) while wearing the pod. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Insulin leakage was also observed. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. Correction to d4 primary UDI number, model #, catalog #.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 24 mmol/l (432 mg/dl) while wearing the pod. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.